Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported that the cuff leakage was noted during pretesting of the device. The device was not used. A photograph was provided by the complainant.

Manufacturer narrative:
A review of the last three product monitoring reviews for trends indicated no trends for this issue on this product. The historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product number mm61110075. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).